Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvm4h10) and mount were returned for investigation. Visual evaluation of the as returned products identified that the mount was attached to the implant and the devices were in good connection. Functional testing was performed to disengage mount from implant. The mount disengaged from implant as normal. Pre-existing patient conditions and x-ray images are irrelevant to this investigation. The implant was being placed on tooth # 30 (universal) when the incident occurred. Picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1226243) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1226243) for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed following functional testing.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the clinician indicated a malfunction and that the implant body cannot be removed from the fixture mount at tooth location 30. The implant was removed and another implant was placed.